Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data collected from the device indicates battery voltage - resistance/impedance increase. The battery resistance increase caused the elective replacement indicator (eri) to be triggered on (B)(4)-2010. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicator (eri) possibly due to premature battery depletion. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: performance data collected from the device indicates battery voltage - resistance/impedance increase. The battery resistance increase caused the elective replacement indicator (eri) to be triggered on (B)(6) 2010. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data collected from the device indicates battery voltage - resistance/impedance increase. The battery resistance increase caused the elective replacement indicator (eri) to be triggered on (B)(6) 2010. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action.